Event description:
Additional information was received indicating that no medtronic products were used for the repeat ablation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that the patient was hospitalized for the repeat ablation and the tachycardia could not be terminated. Approximately one month later, the patient the patient experienced a syncopal episode with heart palpitations, an elevated heart rate recorded on a personal electrocardiogram (EKG), visualization of white spots, and lightheadedness. The patient was noted to be in a narrow complex tachycardia and was "syncopized." Synchronized cardioversion was performed with restoration to normal sinus rhythm. The patient was hospitalized for two days, the coronary sinus lead was updated to a biventricular pacemaker and implantable cardioverter defibrillator (ICD), and a dual chamber pacemaker was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that a limited echocardiogram was performed. The results confirmed there was a minimal pericardial effusion; however, no cardiac tamponade was present.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post cryo ablation procedure, the patient had an atrial tachycardia mapped to a para-hisian location. This was not targeted due to risk of heart block. Post procedure he went into sustained atrial tachycardia. A repeat ablation was carried out at a later date. The patient was cardioverted. A pericardial effusion was noted. It is unknown if intervention took place. The case outcome unknown. No further patient complications have been reported as a result of this event.